Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the blood leak occurred 1 hour and 30 minutes into the hd treatment. The machine did alarm with a blood leak alarm. The blood leak was described as being an internal blood leak. The leak was not visually observed. A fresenius 2008t machine was being used. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: e.3.

Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the blood leak occurred 1 hour and 30 minutes into the hd treatment. The machine did alarm with a blood leak alarm. The blood leak was described as being an internal blood leak. The leak was not visually observed. A fresenius 2008t machine was being used. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the dialyzer was not returned for evaluation. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided.a review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the blood leak occurred 1 hour and 30 minutes into the hd treatment. The machine did alarm with a blood leak alarm. The blood leak was described as being an internal blood leak. The leak was not visually observed. A fresenius 2008t machine was being used. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The device is not available to be returned to the manufacturer for evaluation.